Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A 0.014 guidewire 300cm was used instead of a 190cm and was cut with scissors prior to advancing a 3.0x15mm xience skypoint stent delivery system (sds) over it. The guidewire was considered damaged on the proximal part where it had been cut which also damaged [tore] the balloon of the sds during advancement. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.